Event description:
The customer reports during a colonoscopy with cautery using an evis exera iii colonovideoscope with an erbe apc and a sony monitor, the monitor lost image for approximately one second during error/issue with the erbe. This occurred with the erbe apc (argon feature) was cauterizing a bleed. The erbe emitted an error. The user swapped the erbe for a second erbe and there was momentary image loss on the monitor when the erbe was energized. The bleeding was cauterized, and the case was completed successfully. The customer advised the scope that was used for the case will be sent to a third party for repair facility for evaluation. The customer advised a loaner erbe is at location. The customer advised the patient bled during the procedure and was hospitalized almost a week later for additional bleeding. In a follow-up conversation with the customer, the customer confirmed; the colonovideoscope did not malfunction in any way. The physician does not believe the colonovideoscope caused or contributed to the bleeding event in any way. The patient's current condition is stable with no bleeding. The scope was checked for leaks and was used before and after this procedure and was fine.